Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was noted on the atrial and right ventricular (rv) channels which cannot be recreated and normal lead diagnostics were confirmed. A review of the device data was performed by a boston scientific technical services consultant who stated there appears to be minute ventilation (mv) oversensing on both channels with variable impedance measurements. Testing and reprogramming options were discussed and the patient will continue to be followed closely. No adverse patient effects were reported.